Event description:
It was reported to boston scientific corp that an ultraflex tracheobronchial stent was used during a bronchoscopy with tracheal stent placement procedure performed on (B) (6) 2009. According to the complainant, during the procedure, the deployment suture would not fully release from the stent resulting in partial deployment of the stent. The stent was removed from the pt. The procedure was completed with another of the same device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
(B) (4). Partial deployment. These codes were selected by the MFR based on info obtained from the user facility. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. (B) (4).